Event description:
It was reported that this pacemaker exhibited oversensing of artifact on the right ventricular (rv) channel. The oversensing caused the pacemaker to record false episodes of ventricular tachycardia (vt) and led to pacing inhibition. The patient had recently used a back massager, and it was possible that the artifact was related to electromagnetic interference. The rv sensitivity was adjusted to 3 mv, away from automatic gain control. Technical services discussed that it was most likely due to external interference. The pacemaker remains in service and no adverse patient effects were reported.